Manufacturer narrative:
Follow-up #1: date of submission 06/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/26/2015 with the following findings:a review of the black box revealed one "power on reset" event immediately following an error, alarm, ¿240 low battery warning¿ on 04/08/2015. The battery cap tightly secured to the pump and the pump was able to power on. The battery cap height and width measurements within specification. The battery cap threads were found to be damaged. The battery compartment was also found to be cracked in the thread area. The pump case was removed; there was no evidence of moisture or loose components found inside the pump. The reported "intermittent power" complaint was not duplicated during investigation. Unrelated to the complaint, the text the text on the display screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no indication of damage to the battery cap and the yellow o-ring was not visible. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.